Event description:
The customer reported via phone call that she had issues with the delivery of insulin on her pump. Customer stated that she had the issue 3 times in the last 15 hours. Customer reported that she feels the pump vibrate but it does not do anything. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer's current blood glucose was 295 mg/dl. Customer did a bolus but it was not showing in the bolus history. Customer stated that her blood glucose is rising. Customer was getting ready to eat a meal and giving insulin to cover. Customer had symptoms of high blood glucose such as feeling thirsty and going to the bathroom. Customer reported that she has treated. Customer mentioned that she forgot to fill the cannula dead space after removing the introducer needle. Customer was not able to do the displacement test. Customer had 3 out or the 9 boluses were not showing in the bolus history. Customer was offered a replacement before the call was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.